Manufacturer narrative:
The malfunction was duplicated and the defib receptacle was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming testing, the device displayed a "check pads lead fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.